Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean the pump components, but the error persisted even after following the load instructions with a new cartridge. As a result, technical support decided to replace the pump and send goodwill cartridges. The caller understood how to use a backup insulin delivery method and agreed to return the problematic pump within 10 days.